Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is type iii and their oral hygiene is noted as excellent. On (B)(6) 2023 the presented for a primary procedure on tooth #12. During implant placement, the device did not achieve stability. The device was removed the same day due to lack of primary stability.

Manufacturer narrative:
The device has not been returned. If/when the device is returned, an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed due to a lack of integration. Further information regarding the complaint has been requested but has not been received.

Manufacturer narrative:
D4: the actual lot number was of the complaint product was not reported, therefore, the expiration date, model number, catalog number and UDI are unknown. G3 in the initial report was inadvertently reported as 10/09/2023, however, the correct date is 10/06/2023. H4: the actual lot number was of the complaint product was not reported, therefore, manufacturing date is unknown. The device was returned, but did not transfer to the investigator. However, the non-visual device investigation has been completed and the results are as follows: stock product reviewed results per the reported information, the implant manufacturing date was after the implant placement date therefore stock product review was not performed. Based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaint's team for analysis. Therefore, it is presumed lost at this time, CAPA 2024-005 was opened for RMA lost product. However, the non-visual device investigation has been completed. Per reported information, the lot number could not be confirmed and the implant manufacturing date was after the implant placement date. Root cause: "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU-570 rev 4 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space". IFU-570 rev 4 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-570 rev 4 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 4 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." CAPA ca-00016. CAPA 24-005. Manufacturer reference: (B)(4).